Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead could not be fixed to the atrium wall. The lead had dislodged when the patient coughed. The lead was not used and was replaced with an active fixation lead. The patient's condition was stable.